Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 300 mg/dl. Reportedly, the customer did not have a method of backup insulin therapy and no additional information was provided by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.